Event description:
The manufacturer received information alleging a ventilator stopped during a software upgrade. All indications became english, no airflow was supplied, and there were some buttons that were operative, but majority of the operations could not be performed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an operational check was performed and the device screen stated 'ventilator inoperative' while updating the software. The software version was updated and completed properly at the repair center, and it was confirmed that airflow was supplied properly. Error codes were present during the evaluation and occurrence of the ventilator inoperative alarm. It is believed that the reported issue was caused by some malfunction that occurred during updating the software version. Additionally, the vanity cover assembly, inlet side panel, and handle/retention plate were replaced. Final testing, battery check, valve check, run in tests, and cleaning were performed, and it was confirmed that the unit operated properly.